Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. For 24 hours the cgm reading would have been reading in a hypoglycemic range, including a low cgm reading. No fingerstick was taken and the patient treated with taking more carbohydrates. Overnight the patient became ill, and the next day the patient sought medical advice from their general practitioner (gp). She was told that she was suffering from hyperglycemic symptoms and was advised taking a fingerstick. The blood glucose reading was high and when the patient tested for ketones these were 6.8 mmol/l. It was not known what the cgm reading was at that time. An ambulance was called and the patient was brought to the hospital. The patient would have been extremely dehydrated at that moment with low sodium levels. The patient was treated with intravenous fluids and the patient´s pump was used for insulin treatment. It was unknown how much time the patient spent at the hospital. At the time of the report the patient´s current condition was unknown. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.